Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07711; 2938836-2020-07713. It was reported that when the patient presented via remote transmission, the device was found to below elective replacement indicator (eri) voltage level but did not tripped to eri. It was suspected that the battery was in a relaxation state due to frequent remote transmissions and thus, daily measurement was not valid. Noise was also noted on the both atrial and ventricular lead on stored electrograms. The patient was not dependent. The device was explanted and replaced. The physician opted to not replace the leads as the patient was only paced 3% of the time the patient was stable and did not experience any adverse consequences.